Manufacturer narrative:
Intraoperative nerve monitoring during thyroidectomy can reduce the injury to the external branch of the superior laryngeal nerve during superior thyroid pole dissection: a prospective randomized study. Nurcihan aygun, marika d. Russell, kinyas kartal, adnan isgor, gregory w. Randolph, and mehmet uludag. Head & neck, 2026; 48:1250¿1258. Accepted: 29 november 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study evaluated the prevalence of external branch of the superior laryngeal nerve injury with and without the use of intraoperative neuromonitoring in patients who underwent thyroidectomy between june 2015 and june 2016. Ligasure was used to dissect and separate the vessels on the thyroid capsule. After dissection was completed, nerve integrity was confirmed by stimulating the nerve. There were 29 nerve injuries, five of which were due to thermal damage identified by presence of a thermal lesion due to bipolar cautery or an energy device in the area of signal loss over the nerve or 2mm above the nerve.